Event description:
Philips received a complaint indicating that tempus ls failed to pace during pacing simulation "hardware failure" message was given. The complaint was escalated for technical investigation. Device received at schiller manufacturing site and concluded that this issue is most likely due to an intermittent loss of communication between the dpm-board and the mainboard. As the issue is not clearly reproducible, the exact root cause cannot be determined. However, taking all components into account which are part of the communication path between the dpm-board and the mainboard, and which may cause an intermittent loss of communication, the source of the issue is most likely to be of a mechanical nature such as a connector. Therefore, it is suspected that the board-to-board connector between the dpm-board and the mainboard may be the root cause for this issue. As the root cause cannot be verified, schiller the manufacturer of this device cannot come to a conclusion. The reported problem was confirmed with error 26. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. If additional information is received the complaint file will be reopened.